Event description:
It was reported that the bd alaris infusion set experienced tubing expansion. The following information was provided by the initial reporter: IV pump was alarming, saying the clamp was not closed after trying to push IV zofran through the patient's primary IV tubing and meeting some resistance. Opened clamp to discover the primary tubing had a large liquid bubble m the section of the tubing that claps into the channel of the IV pump. Tubing was changed at this time without any further problems.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the tubing had a large liquid bubble in the section of the tubing that claps into the channel of the IV pump. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11607704 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris infusion set experienced tubing expansion. The following information was provided by the initial reporter: IV pump was alarming , saying the clamp was not closed after trying to push IV zofran through the patient's primary IV tubing and meeting some resistance. Opened clamp to discover the primary tubing had a large liquid bubble m the section of the tubing that claps into the channel of the IV pump. Tubing was changed at this time without any further problems.